Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that discovered the issue replaced the pressure hose assembly, and the console cover to fix the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Pm was completed and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine preventive maintenance (pm) performed by a getinge field service engineer (fse), it was discovered that the console cover of the cardiosave intra-aortic balloon pump (iabp) was damaged, and when it was removed, the pressure hose fitting was broken from the impact of the console cover. There was no patient involvement, and no adverse event reported.